Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. E1: patient city: (B)(6). Patient country: brazil.

Event description:
Reference number (B)(4). Event occurred in brazil. This emdr is being submitted for unknown number of quantities. It was reported that patient faced 2 boxes infusion set leakage event on (B)(6) 2025. The leakage was at quick release or in the tubing. No further information available.